Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator was implanted successfully. Next day at post implant check the pulse generator exhibited a diagnostics anomaly. After a software download, normal device function resumed.